Event description:
It was reported regarding a 2 gang 1o2¿ manifold with check valve, rotating luer, appx 0.83ml that during infusion the doctor pushed the propofol emulsion with the hand, but it could not be pushed in, and the access could not be opened. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Received one used 01c-smv3v2 for inspection. No defects or anomalies noted. The 01c-smv3v2 1o2 manifold was tested for side port activation and was found to meet product specifications. The reported complaint of no flow could not be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.